Manufacturer narrative:
Information contained in this report was previously submitted through psr 1720015 on 01/22/2019. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., g.1., h.6.

Event description:
Healthcare professional later reported baker grade IV.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: weight to spec, deformation device, creases fold, wear abrasion and white calcification in the shell. The unit is not rupture. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side rupture confirmed via MRI. Device has been explanted.